Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. Multiple attempts were made but additional device return information could not be obtained.

Event description:
The patient reported exposed wires of the power cord. The power cord and power supply were replaced and there were no adverse consequences reported by the patient.